Event description:
It was reported that the patient presented in clinic for routine follow-up in backup vvi. Patient was asymptomatic. A device download was successfully performed. Device remains implanted.

Manufacturer narrative:
(B)(4).